Manufacturer narrative:
(B)(4). The device was reported as not returning, but it was returned for analysis. The device was returned for analysis. The reported stent dislodgment was able to be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Correction: device available for evaluation/device evaluated by manufacturer: device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced, interaction with the heavily calcified, heavily tortuous anatomy resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report the following new information was received: the stent implant dislodged from the balloon due to the heavily calcified artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, circumflex (cx) artery. The 3.5 x 15 mm xience alpine stent delivery system (sds) was in the left main artery being advanced towards the intended target lesion when the stent implant came of the balloon. Another balloon was placed inside the dislodged stent which was then moved to the intended lesion in the cx where the stent was deployed. Post-dilatation was performed with a non-compliant balloon. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.